Manufacturer narrative:
The pump is in the process of being evaluated. A f/u report will be filed upon completion of the eval, or if any add'l details become avail. This report represents all info known by the reporter at this time.

Event description:
A baxter sales rep reported a colleague device that was reported to be smoking out of the channel. There was no pt injury or involvement, it occurred prior to use. The device had been just upgraded and was in the process of being deployed at the facility. The device had been plugged in all weekend to charge. The day prior to being deployed, the device was turned on and closed, then turned off, unplugged and put on a cart for deployment on the floor. Prior to being swapped for another device to be used on a pt, one of the biomeds and a baxter IV therapy sales rep noticed a brownish/yellowish smoke coming from the cart, and more specifically from the device out of the channel. The pump was placed in a stairwell to air out, and by the time, the senior baxter sales rep had arrived the smoke had dissipated. The pump was not plugged in or turned on at the time. One of the sales reps then got clearance from the manager of the clinical technologies department to release the pump to baxter for eval.